Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a successful mechanical thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery (mca) m1 segment and was discharged home approximately five days later. Approximately two months post procedure, it was reported that the patient suffered a cardiac arrest and died. It is unknown if any treatment was performed and the official cause of death is unknown.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, death is a known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a successful mechanical thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery (mca) m1 segment and was discharged home approximately five days later. Approximately two months post procedure, it was reported that the patient suffered a cardiac arrest and died. It is unknown if any treatment was performed and the official cause of death is unknown.